Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Site contact stated the battery found in the unit, in slot 1 not charging while plugged in, slot 2 is charging battery. Problem found just as reported, switch battery to other slots, problem followed battery. As per service manual replaced both batteries, now both batteries and slots working correctly. Completed all functional and safety tests per manufacturer specifications.